Event description:
Inspired tidal volume observed to be greater than specified. Ran for 24 hours test lung. No problem found. Working to specification. Tested pt filter, no leaks. Close to being due for a 1000 hr rebuild, debris and watermarks in exp flow transducer. Possibly caused deviation.